Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was free flow of solution during use of an unspecified access set. This was observed when the set was removed from the unspecified infusion pump without the clamps being closed. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.